Event description:
A customer reported experiencing a malfunction alarm identified as code malf 12 on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.